Manufacturer narrative:
Lead: model 3888-56, lot #v009997, implanted: 2006 (B)(6), explanted: unk. Lead: model 3778-75, serial #(B)(4), implanted: 2011 (B)(6), explanted: unk. Extension: model 748910, serial #(B)(4), implanted: 2006 (B)(6), explanted: unk. Adaptor: model 74001, lot #n206839, implanted: 2011 (B)(6), explanted: unk. Programmer: model 37743, serial #(B)(4).

Event description:
It was reported that the patient was shocked three times while unconscious in the hospital, and that since that episode the patient has been experiencing stimulation on the right temple, which was never previously felt. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the shocking was felt with the patient's primeadvanced system (see MFR. Rep. # 3004209178-2012-00421) after having transcutaneous pacing done due to bradycardia in the ER. The patient's synergy system had normal impedances and was eventually replaced due to age.